Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
It was reported that customer had difficulties priming. It was reported that insulin began to squirt out during manual prime. Customer was not able to exit the "preparing to prime" loop and the "rewind complete / bolus delivery" loop. During troubleshooting, customer was advised to hold down act button and listen for second series of beeps. Customer reports of there not being a second series of beeps. It was advised that insulin pump would need to be replaced. No further information provided.